Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 -fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported deflation against right device. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, crease fold, opening, wear abrasion.leak test was performed and found opening on radius.a microscopic analysis was performed which identify crease smooth opening. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d6b, h3, h6.

Event description:
Healthcare professional reported deflation against right device. Device has been explanted.